Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose result was 370 mg/dl and he was vomiting. The patient went to the hospital. The blood glucose results at the hospital were not provided. The patient was treated with a drop and unknown insulin administration. The patient was hospitalized for 1 day. On (B)(6) 2025, an insulin leak was observed.